Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient the endovascular treatment of a 46mm abdominal aortic aneurysm. It was reported that during the index procedure, the renal arteries were covered by the bifurcated stent graft. It was reported that ivus followed by contrast injection was used to identify the renal arteries. The patient was not under general anesthesia and was noted to be coughing, sneezing and moving legs intermittently while under sedation. It was also reported the ane sthesiologist considered an albuterol treatment but then decided against this. It was reported that despite multiple attempts the renals could not be accessed during the procedure. As per the physician, the exact cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.